Event description:
It was reported that in 2009, the doctor found that the cuff had deflated and could not be re-inflated. There was mucus seeping out through the tracheal orifice, and the tracheostomy tube was changed. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.